Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On 2018-feb-16 arjohuntleigh received customer complaint where it was reported that stitching inside of orange loop of sling failed. No patient involvement was reported.

Manufacturer narrative:
The sling was requested for return to the manufacturing site in order to perform further evaluation. The return process is in progress. Additional information will be provided upon conclusions of the manufacturer's investigation.

Manufacturer narrative:
On 2018-feb-16 arjo received customer complaint where it was reported that stitching inside of orange loop of sling failed. The malfunction was detected before the product was used with a resident. When reviewing similar reportable events, we have found a very limited number of cases with similar fault description (loop stitching inside loop failed) on this sling model. The product instructions for use (IFU) as supplied with each sling includes important information concerning proper and safe use of the slings. The caregiver is obliged to check each sling before use, at minimum. The sling IFU (001.03680.33.en-rev.4) contains crucial information: "due to nature of their use it is imperative that a patient transfer sling be inspected prior to each use". "Check all loops at their connection/stress points. Twist these with your fingers and look for any signs of frying. See the accompanying diagram of a common sling to assist you in locating loop points and other key areas." "Check the stitching of the entire sling, look for any frying or loose stitching." IFU warns users: "caution if any abnormalities are detected after the sling inspection, or if you have any doubts about the sling safety, as a precaution and to ensure safety, stop using it." Following the above, a proper inspection of the sling should have detect the failure of the sling, especially since one of attachment points of the loop was broken. In conclusion, the sling showing signs of unstitching, damaged should be withdrawn and replaced. Visual as well as dimensional inspections was performed in order to confirm or the compliance of the loop stitching to its specifications. The manufacturing tests and the inspection at the reception were also verified. Visual inspection of the sling indicates that the sling was generally in good condition. The material did not look worn. As for the webbing straps, except the orange ones, they looked overall in good condition as well, but some had one of the thread of the triple stitch that was coming off when it was pulled. The fact that the sewing lock could have been problematic cannot be ruled out. The problematic stitching loops were unsewn from the double stitch. From the technical expertise performed, the most probable hypothesis that came out is a nonconforming sewing pattern. Other hypotheses as the coil of wire mixed on the line and temporary disruption of sewing machine parameters cannot be excluded. The black and orange straps are sewn at the same step according to the working instruction. Then, a cause that could affect only the orange and not the black seams would be the most probable hypothesis (as black straps did not fail). As the hypotheses regarding the coil of wire mixed on the line and a temporary disruption of sewing machine parameters would affect more both orange and black straps, the nonconforming sewing pattern would be the most probable hypothesis without excluding the others. The nonconforming sewing pattern observed from the remaining stitches on the end of the other orange loop of the sling evaluated was showing intertwined threads. When a thread is sewn on another one, it is possible that it cuts or divides a thread thus making it weaker. This nonconforming sewing pattern could come from a rework where they passed over the first seam to correct the stitches. The other hypothesis that could not be excluded is that a mix between two different coils of wire could have occurred on the line. However, if there are other threads in the production area with different specifications and that this type of thread was used instead for this particular batch, it could have caused a weaker seam. The last hypothesis that cannot be ruled out is that a particular parameter of the sewing machine could have changed during production of this batch. For example, it could be the tension applied on the thread that could have been higher than supposed, making the seam weaker. In the course of the extensive analysis none of the above hypothesis could be confirmed. To conclude, there was a system deficiency found (loop failure) and from that perspective the system did not meet the manufacturer's specification. We decided to report this event to the competent authorities due to the potential for the hazardous situation if the failure of the loop breakage would to reoccur.

Manufacturer narrative:
This is a follow-up report to the final report submitted on 2018-sep-27. Arjo has continued the investigation towards combi loop slings, part number 626003 and was able to draw further conclusions. Three below hypothesis were deeply reviewed throughout the performed investigation: 1) nonconforming sewing pattern, 2) coil of wire mixed on the line, 3) temporary disruption of sewing machine parameters. Although no nonconformities have been found within manufacturing process, we were able to determine that issue is related to the one batch only. Combi slings in the range from 151216015700001 to 151216015700050 were identified to represent a potential malfunction with the orange loop stitching. No actual injuries were reported in regards to the use of the affected slings. Nevertheless, if the failure of the loop is not detected prior to transfer, as per information provided in the instructions for use, this may lead to a patient fall potentially causing major trauma or head injury . In order to correct this issue, arjo is offering a new combi sling to replace each of the slings within the affected serial number range. Arjo decided to perform recall action, registered under internal arjo reference number (B)(4).

Manufacturer narrative:
The sling was returned to the manufacturing site in order to perform further evaluation. The investigation is taking longer than expected. The sling evaluation is to be finalized before the end of july. Additional information will be provided upon conclusion of the manufacturer's investigation.